Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostics issue and reached elective replacement indicator (eri), however, there was no merlin.net notification. Device replacement was discussed and the patient was stable throughout.

Event description:
New information received reported that the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.